Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. Customer declined to provide blood glucose (bg) level, and also declined a system check with tandem technical support. There was no reported adverse effect to bg level. Customer cleared alarms and resumed insulin delivery.